Manufacturer narrative:
In good faith, please note that due to a vendor system batch processing error, the individuals responsible for regulatory reporting at csi were not notified of this event, resulting in submission of this report outside of the 30 day due date. The vendor has identified the root cause of this error and corrective actions are being implemented. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures.  The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
It was initially reported to csi that the coronary orbital atherectomy device (oad) jumped, causing a non persistent dissection. No additional intervention was required to address the dissection and the patient outcome was successful. During routine protocol required angiographic analysis by the trial core lab, dissection was noted post-atherectomy as a type c; however final morphology identified type a and timi flow 3. The trial clinician confirmed the dissection was less than type c, therefore no additional intervention was performed and no adverse event occurred as a result of the dissection.